Event description:
The customer reported temperature light not lit. The customer stated that they extended the disinfect time on the unit as instructed in the instructions for use for cidex opa. The customer's "maintenance tech" assessed the unit and reported that the heater fuse was blown. The customer was provided with the part number to replace the fuse. No info was provided regarding potential pt injury. Attempted to contact the customer to gather additional info but the customer was not available.